Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additional information was not provided. Multiple follow up attempts were made to obtain additional information, however, additional information was not received.